Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient circuit occluded alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. It was discovered upon review of the diagnostic report (drpt) that a patient circuit occluded alarm occurred. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
It was discovered upon review of the diagnostic report (drpt) that a patient circuit occluded alarm occurred. The customer declined service and repair. No further service provided. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.